Event description:
It was reported that during preparation for a surgical procedure, while the patient was sedated, the power key part was spinning freely. The procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the power cable was twisted when the power key was forced to turn from a free-spinning state. The fse proceeded to replace the key switch in the laser console and finally, no further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the defective key switch could have affected the device performance leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a surgical procedure, while the patient was sedated, the power key part was spinning freely. The procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.